Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose level ranged from 126-127 mg/dl. Reportedly, the customer reset the pump and cleared the alert. The pump began to charge. The customer continued using the pump for insulin therapy.